Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation prior to lead revision, high, out of range, low voltage lead impedance and high inadequate capture threshold issue was observed on the ra lead. Under fluoroscopy imaging, lead fracture was also observed where the lead crossed the clavicle seen as clavicular crush. Lead was capped on (B)(6) 2019 and a new lead was implanted. Patient was stable.